Event description:
It was reported that during the implantation procedure, it was discovered that the pt needed a higher output device; this device did not provide enough joules to convert the pt. Therefore, this device was not implanted.

Manufacturer narrative:
Device was not implanted because the patient needed a higher output device. The analysis from the manufacturer is pending.